Event description:
This patient, vacationing in sarasota was evaluated and found to have a failing pacemaker ventricular lead with complete heart block. He is status post permanent pacemaker replacement one year ago. It was originally done 8 years ago; the patient had been having some issues per the physicians notes with v lead and he has been checked monthly. The patient received a message from his physician which told him that the v lead was working improperly. He was seen by a local physician evaluated, and set up for surgery. Intraoperatively, the physician notes the ventricular pacing lead was pending failure due to low impedence from fracturing of the insulation coating. The defective lead was capped off and not removed, and a new lead was inserted.